Event description:
One pt sample with discrepant vancomycin results. Initial result gave 25.7 ug/ml. The same sample was repeated two times, once on the same analyzer giving 5.1 ug/ml, and again on another analyzer - same methodology giving 5.9 ug/ml. Erroneous result was reported. Pt not adversely affected. The field service representative was unable to determine nor duplicate the cause of the discrepancy. Performance tests were performed, which were within specifications.